Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a preface sheath and the patient experienced a thrombosis. A transseptal puncture was performed. However, because the patient was very tall, the preface sheath did not reach properly, so the doctor could not secure it in the septum to subsequently advance the catheter. After several attempts (and no heparin was given), a thrombus formed near the fossa in the left atrium. The procedure was cancelled immediately. The thrombus dislodged. The patient woke up, and after a neurological examination by the doctors there were no consequences at that time.